Event description:
Customer called to report that the unicel dxc 800 synchron system generated erroneous triglyceride and lithium results. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by advising customer on how to clean the chemistry cartridge reagent probe, cuvettes, and collar wash, as well as how to replace the wiper and ensure that it was installed properly. This troubleshooting allowed customer to successfully calibrate triglycerides on the instrument. Customer has not called back to report any further issues with calibration; therefore, it appears as though the troubleshooting described above effectively resolved the issue. Customer stated that although results were reported outside the laboratory, patient treatment was not affected.

Manufacturer narrative:
The root cause of the instrument's calibration failure could not be determined; however, the troubleshooting described appears to have effectively resolved the issue. A customer advocate attempted to call customer on several occasions to determine whether customer has had lithium calibration issues since troubleshooting, but customer has not yet responded and has not called back to report any further issues. (B)(4).